Event description:
It was reported that during a right ventricular (rv) lead implant attempt, the physician was having difficulty placing the lead and perforated the patient¿s superior vena cava (svc). An emergency thoracotomy was performed and the lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.